Event description:
The reporter contacted animas on (B)(6) 2012 stating that the keypad buttons were not responding after water exposure. The reporter denied damage to the keypad. The patient reportedly wore the pump in a pocket. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. All the keypad buttons were responsive and had normal spring back or click; the complaint was not duplicated at the time of testing. During investigation, evidence of contamination was found under the up, down and contrast key contacts. Unrelated to the complaint, the pump was found to be leaking from the case seal and visible moisture was observed in the pump and behind the display screen.